Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. A review of the device history record of the product code/lot number combination was conducted with no findings. Although the device was not made available, the complaint was confirmed for infection. The exact root cause was unable to be determined. The likely cause was determined to have been poor sterile techniques resulting in site infection. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported the patient had a groin site infection where the angio-seal device was used for closure.